Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/ investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during a variable angle (va) condylar plating case for corrective osteotomy, the 4.3mm drill bit snapped off inside the patient about two (2) cm from the end and the broken fragment remained inside the patient. There was no surgical delay reported. Procedure was successfully completed. Patient outcome is reported as fine. This report is for one (1) 4.3mm drill bit qc/221mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Complaint is confirmed as we are able to confirm complaint description, as it is visible that a bit of the tip section is broken off, based on the received pictures. Visual inspection: the tip of the drill bit is broken off as complained. Approx. 20 mm of the distal cutting tip section has broken off and was not returned for investigation. The remaining cutting flutes are severely nicked. The stop ring was also not returned. No further damage was identified. Dimensional inspection: drill bit checked per relevant drawing. Outside diameter measured near the breakage = pass total length: = failed due to breakage document/specification review: relevant drawings (drill bit geometry 2-flutes) were reviewed during this investigation. The returned drill bit was manufactured in july 2020 according to the specifications. The parts conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities noted. With stainless steel (440a/1.4109) the correct material was used, and the hardness value met the specifications. Summary: the complaint condition is confirmed as the tip of the drill bit is broken. This production lot conformed to dimensional specifications at the time of manufacturing and passed inspection requirements with no non-conformities reported. The correct material was used, and the hardness parameters were within the specifications. There were no issues during the manufacture of this product that would contribute to this complaint condition. The damage occurred is determined to be post production/acceptance criterias. A definitive root cause for the drill bit breaking could not be determined based on the provided information. However, we do suppose that the device encountered unintended forces, such as excessive force application during its use, which finally resulted in the breakage. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H6: a device history record (DHR) review was conducted: part: 310.430, lot: 62p0346, manufacturing site: bettlach, release to warehouse date: 21. Jul 2020. A manufacturing record evaluation was performed for the finished device 310.430 lot: 62p0346 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.